Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and "hole, non-specific". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and "hole, non-specific". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe. As per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and "hole, non-specific". Device has been explanted.